Event description:
Spontaneous call. Pump malfunction. She is getting maintenance due error, number 56, sn (B)(4). She doesn't remember exactly and it is alarming. She has back-up pump she is using. No other info. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.